Event description:
Invalid result (s). I would've given five stars, but I failed the first two tests I took. That just left a sour taste in my mouth. At least I think it did. I couldn't really taste or smell anything. Anyway, they are easy enough to use and understand. The delivery was on time. I would recommend the test kit, but not covid-19!!